Event description:
Dealer advised both rails are excessively wobbly. Dealer advised looked at rail and noticed missing a white bushing that fell out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.